Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered too much insulin for the meal bolus. The customer reported blood glucose (bg) level ranged from 48 and 51 (mg/dl). To treat the low bg level, the customer consumed juice and food. Recommendation was made to discuss diabetes management with health care provider.